Manufacturer narrative:
Add'l info from model # lt 125-24. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information provided indicates the pump was underfilled to 120ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. H) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: device sample has not yet been received, but was reported to be available. Conclusion: the same will be evaluated when received and a follow-up report will be filed.

Event description:
(Drug/diluent: cytotoxic). (Fill volume: 120ml and flow rate: 5ml/hr). (Procedure: not applicable). (Cathplace: not applicable). Fast flow. Infused in 16 hours instead of approximately 22.95 hours. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 5ml/hr. Nominal fill volume: 125ml. Maximum fill volume: 125ml. The infusion delivery time is 1 day when filled to nominal volume and flow rate.